Event description:
It was reported there was a myocardial perforation of the atrial lead and the right ventricular lead. Both leads were extracted a few hours later and replaced with new tined leads. A pericardiocentesis was performed. Although the patient had a longer stay in the hospital than expected, the patient is reported as doing fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation perforated (stylet/guidewire); full lead was returned and analyzed. No anomalies found; full lead was returned and analyzed.